Event description:
It was reported that the patient had the inflatable penile prosthesis that was implanted approximately 4-5 years ago. The patient presented with pain and discomfort. The physician indicated the device had started to erode through the glans on the left side of patient. The inflatable penile prosthesis cylinder and pump components were removed. The reservoir remains implanted as the tubing broke while trying to remove. The physician decided to leave the reservoir implanted to avoid potential complications. The patient was implanted on the right side with new ambicor prosthesis on one side. The left cylinder was cut off and the tubing was capped. The patient was expected to fully recover.